Event description:
It was reported in the (B)(4) study that the lead was not able to capture in bipolar. Unipolar sensing was fine but was not possible due to the patient having muscle stimulation. The device was reprogrammed vdd pacing to get good atrial sensing and then tracking to vd pacing. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.